Event description:
A customer reported an IV pole failure. The system was rebooted and the case was completed. There was no pt impact reported.

Manufacturer narrative:
A company service representative examined the system. The power supply was verified. A bad contact of the power supply cables was identified and eliminated. Verification of the pneumatic system, ultrasound, and coagulation was performed. The representative indicated that it was advised that the facility replace the entire IV pole assembly as he thinks the engine may be damaging the pcb. There was no sample returned for eval and no additional info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event and the root cause is therefore, unk at this time. (B)(4).